Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = clear. Customer returned device for alleged insulin flow block alarm, device failing test, high blood glucose found on (B)(6)2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current measurement, and delivery accuracy test at .0873 inches. No alarms/alerts/errors noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Verified the device alarmed no delivery during bolus on (B)(6)2021 at 06:29:46.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, and cracked retainer. No insulin flow block alarms noted during analysis, no delivery alarm not confirmed. No unexpected alarms/alerts/errors noted during testing, device test fails not confirmed. Unable to confirm alleged high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated they had high blood glucose of 560 mg/dl. Customer stated insulin flow block alarm occurred during bolus and the insulin pump does not exit insulin. Customer was performed a 5.0 u fill cannula. Customer stated the insulin did not exit. Customer stated insulin pump alarmed during fill tubing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.